Event description:
It was reported that there was no saline in the lens vial. Salt deposits were present on the lens optic and haptics. The lens was difficult ot fold. The lens was not used. This occurred with two lenses. This report references lens 2 of 2. Reference MDR# 1313525-2015-00851 for lens 1 of 2.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.